Manufacturer narrative:
The returned device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical service (ts) consultant reviewed available engineering disk analysis and confirmed code 1003. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The was returned for analysis.

Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical service (ts) consultant reviewed available engineering disk analysis and confirmed code 1003. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported.